Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause of low bg was unknown. The customer was disoriented and mumbling because of the low bg level, and they received third party assistance from paramedics, who provided intravenous therapy (IV) of saline and sugar water to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.